Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status resulting in the patient experiencing dizziness. The patient was subsequently hospitalized and the device replaced. No additional adverse patient effects were reported.